Event description:
Additional information was received on 12may2020: the procedure performed was a lower leg atherectomy. A second destination was used, and the procedure was completed without issue. The damage was found when the device would not advance over the wire through the skin in the groin area. The introducer entered however at the transition from the introducer and the sheath is where it became a problem. The tip of the sheath would not advance through the skin and that is when the problem was discovered.

Manufacturer narrative:
One used 6fr 90 cm destination sheath fully mated with a dilator was received for product evaluation. No other accessory components were returned. Visual inspection revealed that the bends were observed on the surface of the sheath and dilator. The soft tip of the sheath was found to be prolapsed inwards and was partially deformed. The dilator was bent at 935 mm from the hub, and that of the sheath was 863 mm from the hub. The outer diameter of the dilator measured at 2.11 mm and was found within specification. The outer diameter of the sheath measured at 2.85 mm and was found within specification. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that off axis forces during insertion of the device caused the damage noted on the sheath. However, the exact cause of the reported event cannot be determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Lot number: requested, not provided. Expiration date - unknown due to the unknown lot number. UDI - unknown due to the unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to the unknown lot number. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions section of h6. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that during the procedure, the destination obturator/sheath tip appeared to be slightly peeled, just enough that it prevented the sheath from going into the body. The patient was in stable condition, and the procedure outcome was successful. There was no patient injury, medical/surgical intervention required.